Event description:
In this event it was reported that a cavitron 30k fsi-sli-1000 insert tip becomes too hot; no injury resulted.

Manufacturer narrative:
The returned insert was evaluated and met all specifications. The insert was tested at the minium recommended flow rate for ~ 2 hours and a temperature of 113.0f was observed at the hottest point of the insert tip. This was within the specification for safe usage. Temperature can be an issue of perception and while the customer may feel that the insert was hot, it was within its safety specifications.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Evaluation results will be submitted as they become available.